Event description:
Caller alleged elevated troponin I (tni) results on triage cardiac panel test vs vitros analyzer for pt a. Pt a was tested at the (B)(4) clinic. Initial diagnosis was chest discomfort. The pt was sent to the hospital due to elevated tni results.

Manufacturer narrative:
Discrepant high or elevated troponin I (tni) was not observed with whole blood normal donor samples. Two (2) whole blood donor samples out of 30 were outside the range < -0.10. This passes manufacturing specifications. No sample was returned for testing. Product deficiency was not established. As of (B)(4) 2012, there are two total complaints against cardiac lot w49742.